Event description:
It was reported that the patient had an unknown sensing/ pacing problem one week post implant. The sense/pace portion of the lead was capped and replaced. The defib portion remained functional.

Manufacturer narrative:
Na